Event description:
User reached out asking for the request to be deleted because the patient is deceased hcp did not consent to follow up. (B)(4) no further information provided or available regarding this report.